Event description:
The user reported that in (B)(6) 2023 he lost access to sound with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field a technical implant failure due to the reported impact seems likely. However to determine an exact root cause device investigation of the explanted device is necessary. Furthermore it was reported that the recipient's hearing deteriorated postoperatively and the user is no longer within indication criteria for the device. Re-implantation is planned but no date has been scheduled yet. This is a final report.

Event description:
The user reported that in (B)(6) 2023 he lost access to sound with the device. Re-implantation is considered.